Event description:
Slight reduction of size of fibroids. Hemoglobin continues to be 7 one year post uterine artery embolization (uae) and was 7 at the time of uae. Uae took 4 hrs. Lupron commenced 6 months post uae, one injection a month for 6 months to control heavy flooding, receiving iron 2 times a day.